Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawers 3.1 and 3.2 were not detected on the bus. The field service engineer (fse) found no light on the drawer control board. The fse replaced both drawer controller boards, ran hardware test application (hta), tested them and verified the drawers by inventory the drawers. Additionally, the engineer replaced zebra printer at pharmacy, tested it and verified the printer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary uh4nw1 drawers 3.1 and 3.2 not detected on the bus and user was unable to retrieve patient medications. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.